Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp ( a1059) slipped. There was no patient injury and delay in surgery is unknown. Additional information has been requested.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis: a failure analysis cannot be completed due to the lack of information received to perform a complete investigation. The returned a1059 was over 10 years old, and therefore was beyond integra¿s 10-year service life and can no longer be serviced. Root cause: the complaint is not confirmed. The unit is beyond integra¿s 10-year service life and could not be repaired. Additionally, this unit is a loaner, so it will be removed from the loaner pool system. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.